Event description:
It was reported that during the implant procedure, the helix of the lead was blocked and the lead could not be fixated well. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, the helix of the lead was extrinsically compressed, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted. However, visual inspection found the helix was distorted/ bent/ compressed. (B)(4).